Manufacturer narrative:
Patient race: caucasian. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade IV, and seroma-late.

Event description:
Healthcare professional reported left side "capsular contracture" baker grade IV, rupture, fluid, "microcalcifications," cysts, and folding. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., h.6.

Event description:
The device has been explanted.